Event description:
It was reported that the patient required a revision surgery due to a dislocation. Swapped out size 54 bipolar for size 53 bipolar.

Manufacturer narrative:
The patient was revised to remedy a dislocated hip 1.3 months after prior surgery. The device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmr's created. This is the first complaint for this part number. There are no indications of material, design or manufacturing problems with the device that would contribute to dislocation. Dislocation 1.3 months after prior surgery can be caused by soft tissue laxity, excessive patient activity, or trauma.